Event description:
Customer reported that the insulin leaked into his pump. Customer stated that all the reservoirs he puts in the insulin pump leak. Customer's current blood glucose reading is 183 mg/dl. Customer was advised to get training on the proper use of the insulin pump, however customer declined any assistance. Customer demanded the insulin pump be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.